Manufacturer narrative:
(B)(4). Instradent USA, inc is submitting the report on behalf of (B)(4).

Event description:
(B)(4). The dentist reported the non osseointegration of one dental implant ti titamax implant (4.1) 3.75x11 mm. Patient presented bone type iii and had infection. No further information was given.